Event description:
Related manufacturer report number: 2017865-2023-14443 and 2017865-2023-14444. It was reported that noise resulting in oversensing was observed on the device, right atrial (ra) lead, and right ventricular (rv) lead. The device was explanted and replaced and the leads were capped and replaced to resolve the event. The patient was in stable condition. The suspected cause of the event was lead insulation damage on both leads, but this was not confirmed. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Manufacturer narrative:
The reported event of oversensing was not confirmed. The pacer was received from the field with battery voltage above elective replacement indicator (eri) voltage level. Electrical and mechanical analysis performed under nominal conditions indicated normal device functionality. Sensitivity evaluation was measured at the highest sensitivity level and revealed sensing parameters within normal range. Additionally, a visual inspection of the header and connector revealed no anomaly related to field concern. A longevity assessment was performed and the device was in normal range of operation with appropriate remaining longevity.